Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided by the customer.

Manufacturer narrative:
B5: additional information. H6: health effect - impact, health effect - clinical, medical device problem codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient underwent a routine heart transplant.

Manufacturer narrative:
Corrected data: section g3: in the previously submitted report, section g3 was submitted with 25feb2025, however the correct g3 should have been submitted as 26feb2025. Manufacturer's investigation conclusion: (B)(6) was returned assembled with the pump cable severed approximately 6¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The apical cuff was returned secured with the cuff lock fully engaged. (B)(6) appeared to have been exposed to a fixative agent prior to its return for evaluation. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device revealed events consistent with the patient¿s transplant surgery. The log files appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Incidental findings: 1. Incidental-extrinsic outflow graft obstruction: upon evaluation, a ridge-like crease was observed in the sealed outflow graft. Tissue accumulation on the exterior of the graft appeared to have filled in and formed over the distortion. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.